Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, stomach pain, nausea and loss of appetite (which occurred two days prior to the event onset). The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized due to the events and treated with meropenem injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. Six days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.